Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar curved scissors (mcs) instrument had insulation damage. The procedure was completed as planned with no reported injury. The endowrist monopolar curved scissors is intended to be used with the da vinci system for endoscopic manipulation of tissue, including: cutting, blunt and sharp dissection, electrocautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 27th april 2022: the mcs instrument was checked prior to use and no damage was found on the instrument. The insulation damage was found on the orange part of the insulation. There was no thermal damage or arcing was observed. There was no patient injury and the procedure was completed successfully with spare instrument. No image of the last procedure was available for isi review. The patient demographic information was requested but unavailable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the monopolar curved scissors (470179-19/ k13211122 0426) associated with this event has been performed. Per logs, the mcs instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 8 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) on system (B)(4). A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: the mcs instrument was reportedly damaged on the portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Manufacturer narrative:
On 03-may-2022, intuitive surgical, inc. (Isi) received the following additional information from the customer: the orange insulation was not sufficiently covered by the tip cover of the monopolar curved scissors. There was no fragments falling from the device while used within the patient. The patient has not been treated for complications related to the defective instrument. The procedure was completed with a back-up instrument.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in fields h6 and h10 intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of "insulation is defective". The mcs instrument was found to have a visible scratch mark, approximately 0.40" x 0.03" length to the surface of the brown section (proximal end) of the tube extension. The root cause of mcs instrument tube extension-scratch marks is attributed to user, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal. Failure analysis found the primary failure of tube extension ¿ scratch marks to be related to the customer reported complaint.

Event description:
Refer to h10/h11 for follow-up information.